Manufacturer narrative:
Imagery was provided by the facility, and following was observed: first valve (size 23 mm) in descending aorta, and valve in valve, second valve deployed at the target location, and first valve in descending aorta. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post procedure, but thv patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (thv embolization) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint for thv embolized into aorta was confirmed based on imagery provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'with a very poor quality scanner, one physician found annulus area of 460mm (thv 26mm) and the other 402mm (thv 23mm). It was decided to implant 23 mm sapien 3 ultra valve with +2cc as it was less risky (risk of annulus rupture if thv is too large). At the moment of valve deployment, when physician inflated the full volume, the valve embolized into the aorta'. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Per IFU, 'incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient prosthesis mismatch) and/or annular rupture'. In this case, smaller size of valve (23mm instead of 26mm) was selected for deployment. Undersized valve could lead to dislodge of deployed valve into aorta due to deployed valve was unable to anchor to the target site (annulus). As such available, information suggests that procedural factors (under sized valve) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still on going.

Event description:
As reported by an edward france affiliate, during a transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the valve embolized into the aorta during deployment. The team decided to deployed the embolized valve in the descending thoracic aorta with the balloon, away from major vessels. A new 26mm sapien 3 ultra valve was prepped and successfully implanted. However, at the end of the procedure, the patient was aphasic and could not speak. After a scan, the patient was transferred to another hospital for a thrombectomy. However, the operation was difficult, and at the end of the thrombectomy, the patient passed away over the weekend. Per report, the quality of the scanner was very poor, and one reading showed the annulus area of 460mm which is indicated for a 26mm sapien 3 ultra valve, and the other showed the annulus area of 402mm, which is indicated for a 23mm sapien 3 ultra valve.